Event description:
It was reported that a cartridge alarm 0 occurred. Additionally, it was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. It was also reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Reportedly, customer loaded a new cartridge to resolve the issues. Customer's blood glucose level was 91 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 6 and cartridge alarm 5 issued were verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged cartridge alarm 0 issue could not be verified.